Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The nurse reported that a lubricating stuff ("oil") came out right away when the blade began to be used. Some irrigation was done. Operation took 15 minutes longer than usual.